Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported event. There was no damage on the returned device. During functional testing, the audio and visual cues were functioning as intended. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician and penumbra sales representative thought that the tubing was full of clot in between passes and removed the cat12 from the patient. The lightning microprocessor light started flashing red and subsequently turned solid red. The physician proceeded to unplug the unit and gently flush using a 10 cc syringe. The lightning tubing was also dipped in saline; however, the light remained red. Therefore, the lightning was no longer used in the procedure. The procedure was completed using an aspiration tubing (tubing) and the same cat12. There was no report of an adverse effect to the patient.